Event description:
A customer reported an incompatible crossmatch in gel. The patient had several negative antibody screens and had received several units of blood. About eleven days after the last transfusion, the antibody screen was noted to be positive, autocontrol was negative and an anti-e was identified. Two days later, the autocontrol was positive (1+) and the igg dat in gel was 1+. An anti-e was identified from the eluate. Of the 5 units that the patient received, one unit was positive for the e antigen; the rest of the units were e negative. On crossmatch all 5 units were compatible including the one e positive unit. This unit was compatible in gel and incompatible in tube using peg.

Manufacturer narrative:
A review of the complaint data base indicates that therea re no similar complaints against this lot.ocd medical has assessed this as a serious injury.(B)(4).